Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient incorrectly programming basal/temp basal settings). (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging history settings issue. The reporter stated that the patient had a blood glucose (bg) of hi with polydipsia, nausea, vomiting, chest pain, and shortness of breath. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the basal/temp basal settings were incorrectly programmed. The reporter stated that there was a change in stress and pain level for the patient. This report is being made due to the bg excursion the patient experienced due to use error.

Manufacturer narrative:
Follow-up #1: date of submission 12/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/04/2016 with the following findings: the meter was not returned with the pump. The last bolus delivery was a 13.05u bolus on (B)(6) 2016 at 09:47. On (B)(6) 2016 10:57 an unexplained por event occurred; deliveries never resumed. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. No delivery interruptions or eaw¿s occurred during the investigation. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).